Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, this guidewire was inserted into the subclavian and became kinked. Part of it had to be cut to remove form the patient. However, part of it was inadvertently left inside the vein. The product was never in service. No additional adverse patient effects were reported.